Manufacturer narrative:
(B)(4)

Event description:
It was reported "arterial line catheter was placed, & deemed unsuccessful, as it was not functioning properly, & needed to be removed. Arterial line catheter tip broke off from the hub portion, partially inside the patient, during the removal procedure, even though no resistance was reported. The inserting md made an incision and excised the retained catheter body from the patient without incident. A second arterial line was placed without incident & was functioning as needed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "arterial line catheter was placed, & deemed unsuccessful, as it was not functioning properly, & needed to be removed. Arterial line catheter tip broke off from the hub portion, partially inside the patient, during the removal procedure, even though no resistance was reported. The inserting md made an incision and excised the retained catheter body from the patient without incident. A second arterial line was placed without incident & was functioning as needed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown".